Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-08, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving an unknown drug via an implantable pump for cancer chemotherapy. On an unknown date in (B)(6) 2016, imaging confirmed the catheter tip detached; the catheter was out of the intrathecal space. The patient experienced withdrawal as a result. On (B)(6) 2016, the spinal segment of the catheter was revised. As of (B)(6) 2016, the event resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.